Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.